Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a post backup audible failed error code. The device was in clinical use when the issue occurred. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The device was then returned to the philips sales department; however, the issue could not be duplicated. The philips service engineer (se) reported that the issue was not duplicated during evaluation; however, the occurrence of check vent: backup alarm failed diagnostic code 1104 was confirmed in the event log. As a result, the central processing unit board was replaced for recurrence preventive measures.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the faulty part was returned to philips, and failure investigation was performed. The conclusion/root cause are listed as follows, neither the occurrence nor the associated error code 1104 (backup alarm failed) could be duplicated at the product investigation lab (pil) during the boot up of the system printed circuit assembly (pca) or standard test bed operation using the system pca. The system pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured as a solid 401k ohm, verifying that ls1 is not shorted or open and functions with 10vdc applied to ls1. With the unit in a no power/hardware power fail state, the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. Information in this pr has been previously investigated at the pil. The customer complaint has resulted in a no problem found.